Manufacturer narrative:
Na

Event description:
It was reported that during bench testing the ventilator started cycling on and off with audible alarms. The ventilator was not connected to a pt when the reported problem occurred.